Manufacturer narrative:
Unit device identifier (UDI): (B)(4) or (B)(4). The certas valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, a possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a certas plus valve (ID 828803pl) was implanted to treat normal pressure hydrocephalus, and the valve was set at 4. The patient did not initially get better and was overdraining, hence the valve was set up to 7. The valve issue was still not resolved so it was turned to virtual off position at setting 8. The patient had the valve at an 8 for over a month and still had subdural hygromas that were not resolving. On (B)(6) 2023, the physician performed revision surgery and the manometer was reading flow well at 20, therefore the old valve was removed and was replaced with another valve. The patient was doing well as of (B)(6) 2023. The physician believed that the valve failed "open".

Manufacturer narrative:
This is a correction report to update h6 - type of investigation code (product not returned).

Event description:
N/a.